Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed an increase in pacing impedance measurements and was impossible to screw the lead. This occurred during implant procedure prior to wound closure. This lead was replaced and will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis results confirmed that the lead passed continuity test with manipulation and the helix retracted appropriately. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.